Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and crease fold leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge), observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side out specification per qa199.06 v 0.8(texture side). The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. Void on valve texture side assessed as a workmanship.

Event description:
Device has been explanted.